Event description:
Ous MDR - after an implantation period of 64 months, oversensing with inappropriate therapy was reported. The lead was explanted and returned to biotronik for analysis. No other adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected in two segments at 11 cm distal to the is-1 connector pin. Both lead segments were received for analysis and subjected to an extensive investigation. The inspection revealed abrasion marks along the lead segments, in particular in the area of the tricuspid valve where the insulation was found damaged as a result of wear. This damage can be considered to be the root cause of the inadequate shocks mentioned in the complaint description and confirmed through the inspection of the received follow-up data. Based on the location and characteristics of this damage, it is reasonable to assume that the lead had been subject to an excessive mechanical stress in the implanted state in the area of the tricuspid valve. Further interaction with a partner lead in this area is suspected based on the abrasion marks found at 16 cm proximal to the lead tip. During further analysis it was noted that the conductor cable to the rv shock coil was exposed at approximately 17 cm proximal to the lead tip. The insulation was found broken at this position. Based on the damage symptoms, the combination of an abraded insulation as a result of lead-to-lead interaction and strong pulling forces applied during the surgery should be taken into consideration as the root cause. The x-ray images received for analysis were investigated. A triple chamber ICD was implanted with an atrial, a lv and the rv lead under complaint. The analysis revealed potential interaction points between the three leads along their course in the patients body. Various inflection points of the lead body and narrow radii were noted in the damaged area. It cannot be excluded that these observations might have contributed to additional mechanical stress on the lead body and as a result to the observed damages. The analysis did not reveal any sign of a material or manufacturing problem.